Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a signal artifact monitoring (sam) episode where the minute ventilation (mv) vector switched due to noise. It was further noted that the pacemaker's longevity had decreased from six and a half years post implant to four and a half years. Boston scientific engineering reviewed the data stored in the device's memory and found that the device is high rate atrial sensing at an average rate of 373 bpm. It was further noted that autocapture feature was programmed on and the right ventricular (rv) lead threshold measurement had been high after implant, but did decrease later. High rate atrial sensing can cause an increase in power consumption, which is occurring with this pacemaker. It was further noted that a software patch for the signal artifact monitoring feature was loaded and with the presence of high rate atrial sensing can consume additional power. It was suggested that the clinic consider programming options to a non atrial sensing mode. The pacemaker remains in service and no adverse patient effects were reported.